Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the external pulse generator (epg) was used as back-up pacing on a patient after an acetylcholine stress test, the power turned off automatically. The battery was replaced and the epg continued to be used. It was noted that the patient's own pulse was around 70 beats per minute. The epg remains in use. No patient complications have been reported as a result of this event.